Event description:
It was reported that the patient presented to the hospital with a sudden onset of chest pain. The electrophysiologist was consulted for non-sustained ventricular tachycardia (nsvt). The physician elected to upgrade the dual chamber ICD to biventricular ICD due to the patient requiring >90% ventricular pacing (vp) at qrs >170 ms and ef 30-35%. The right ventricular (rv) lead was not addressed. The patient tolerated the procedure well without evidence of complication. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)..